Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a33 alarm, prime or fill anomalies and frozen screen due to detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system and screen was frozen. The customer¿s blood glucose level was 98 mg/dl. Customer stated that took the battery out and let it set and now she was back to the screen. Customer stated that when she tries to prime the line she was getting a no reservoir detected alert. The customer also reported that they was unable to exit the preparing to prime loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.